Manufacturer narrative:
Additional information has been requested, and the instrument is pending evaluation. When the information becomes available, it will be submitted in a supplemental.

Event description:
During surgery, when inserting the screw using combined screw driver (optional device), then the hex part of the post screw broke. Thus, the surgeon extracted the screw and inserted another new screw.